Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the likely cause of the reported issue was due to a failed switch, designator sw5. The device was archived by physio-control and the customer received a replacement device.

Event description:
A distributor contacted physio-control to report that this device is repeatedly powering on by itself and providing voice prompts. This can lead to premature battery depletion and the device may be unable to power on to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A distributor contacted physio-control to report that this device is repeatedly powering on by itself and providing voice prompts. This can lead to premature battery depletion and the device may be unable to power on to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.